Event description:
It was reported that during a ptca procedure involving a mildly tortous lesion in the ramus, the tip of the luge guidewire detached and remains in the patient. The physician had placed one luge wire down the circumflex (cx) artery and one down the ramus. A 2.0 x 12mm maverick balloon was used to predilate the lesion, and a 3.0 x 12mm taxus express2 stent was placed in the cx. During removal of the guidewire from the ramus, resistance was encountered and the tip of the wire separated and remained in the patient. The physician attempted to snare the tip of the guidewire, however, this was unsuccessful. The physician elected to leave the tip of the guidewire in the ramus. Patient status is reported as 'stable'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.